Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced an intermittent out of range signal. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the complaint transmitter was not returned to dexcom. The receiver (part number stk-gl-001/serial number (B)(4)/lot number 5159484), being used with the complaint transmitter, was returned on (B)(6) 2015. The returned receiver was externally visually inspected and no defect was found. Functional testing was performed and there was no failure detected. The receiver case was opened for further evaluation. An interior inspection confirmed the reported event of an intermittent out of range signal. The root cause was determined to be a defective component in the receiver's printed circuit board.